Event description:
Country of complaint: (B)(6). Cutting behavior uneven. With lid ga675. Reason for treating as a vigilance suspicion case: skin transplant ripped while using the dermatome. Surgery delay was about 10 minutes. Only patient influence is that a larger area had to be taken to get the skin graft accordingly.

Manufacturer narrative:
Manufacturing site evaluation: the product has been checked in the manufacturing department with the appropriate test equipment. According to the information in our sap system, the product was repaired in november 2014 in the ats south africa. The check of the cutting angle (skin thickness): should be 0.4 mm however, measures 0.5 mm. The gap between the metering bar and upper flap (setting 0.2 mm) has been checked with the thickness gauge: the thickness gauge of 0.2 mm could not be entered; a thickness gauge of 0.15 mm can be entered (-> setting of 0.2 mm is too tight). The gap between the metering bar and the upper flap is parallel, but too tight. This causes problems in getting the skin transplant through the dermatome head, resulting in a uneven cutting behavior as described by the customer. Side parts of the dermatome are a shiny finish; this should have a matte finish. This is an indication of repair in foreign ats service, as this is unusual for ats (B)(4) repairs. In addition, the usual ats (B)(4) repair mark is missing on the product. The uneven / not smooth cutting behavior could be reproduced with artificial skin during testing. Due to the fact that the gap between metering bar and upper flap is parallel, it is unlikely that the settings were influenced by higher forces, such as a drop down or similar. The product was originally manufactured in march 2011. This leads to the conclusion that during the last repair in the ats (B)(4) in november 2011, the setting was very likely changed and caused a too small skin transplant at setting 0.2 mm, resulting in an unequal / unsmooth transplant. Corrective/preventive action: has been initiated.

Manufacturer narrative:
U.s. Reporting agent nofified on: (B)(4) 2015. Manufacturer site evaluation: evaluation on-going.